Event description:
It was reported that during a hysterectomy procedure the needle broke. An x-ray was taken and the needle tip was not found. No adverse consequences to the patient have been reported.